Manufacturer narrative:
Product analysis: no product return, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the successful implant of this transcatheter bioprosthetic valve, after removal of the sheath, the closure device failed. The decision was made to do open repair of the femoral artery. During open repair, a dissection was noted in the right femoral artery with no pulses present in the distal right leg. An open repair of femoral artery was performed. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.